Event description:
It has been reported that the AED did not pass self diagnostic check.

Manufacturer narrative:
(B)(4). Reported as issue could not be cleared by operator. Due to age of device, 8 years, device will not be replaced, customer will be advised of warranty status.